Manufacturer narrative:
(B)(4). B5:describe event or problem additional. D9: device availability additional. H2:additional information/device evaluation additional. H3:device evaluated by manufacturer additional. H6:adverse event problem additional.

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot or charge. The device was opened and a defective battery was found. A good battery was used to power the receiver and download data. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that g5 receiver was in debug mode. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.